Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of staphylococcushominis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The hygiene microbiological investigation report indicated the instrument channel of the scope was cultured and found 1 colony forming unit of staphylococcushominis. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: suction cylinder was not brushed. Biopsy port was not brushed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar. 25, 2024. Sampling from: biopsy channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: staphylococcus hominis. Sampling date: apr. 13, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: apr. 23, 2024. Sampling from: biopsy, suction channels, auxiliary water channel. Cfu: 0cfu/ml(37¿). Bacterial identification: no detection. Sampling from: a/w channel. Cfu: 6cfu/ml(37¿). Bacterial identification: paracoccus yeei, staphylococcus epidermidis. Sampling date: may 6, 2024. Sampling from: distal end, a/w channel, auxiliary water channel. Cfu: n.d. Bacterial identification: no detection. Sampling from: instrument, biopsy, suction channels. Cfu: >20cfu/ml(37¿). Bacterial identification: sphingobium yanoikuyae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.